Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in hospital for a scheduled generator replacement. The left ventricular lead exhibited loss of capture. The lead was capped and replaced during device change out procedure. No patient symptoms were reported.